Event description:
Procedure performed: davinci prostatektomie / davinci prostatectomy. Der clipper funktionierte einwandfrei über die ersten auslösungen, dann haben die clips nicht am gewebe gehalten und sind abgerutscht. Ausserdem hat sich ein clip wie eine schere verkantet. Der clipper wurde korrekt angewendet wie zuvor demonstriert. Der ca500 kam zum einsatz, als die prostata freigelegt und kleinere gefässe verschlossen werden mussten. Den clipper hat dr. Durch einen ctf73 verwendet. In diesem moment waren zwei fasszangen und eine schere jeweils vom davinciroboter im abdomen, sowie die optik duch ein c8701. Nachdem unser clipper nicht ordnungsgemäss funktionierte, ist man wieder auf den kleinen challenger von aesculap umgestiegen. Ich hatte den ca500 zum testen mitgebracht. Translation ame: the clip applier worked perfectly the first few firings, then the clips didn't hold on the tissue and slipped off. Additionally one of the clips twisted like a scissor. The clip applier was used correctly, as demonstrated before. The clip applier was used when the prostate was mobilized and smaller vessels needed to be sealed. Dr. Used the clip applier through a ctf73. At this time 2 graspers and a scissor, each from the davinci robot, were in the abdomen, as were a scope through a c8701. After our clip applier didn't work properly, they switched back to the small competitor device. Additional information received from field implementation team member by email on 06aug2019: the surgeon did not torque the jaws on a vessel or tubular structure. The clip was not closed over thick/dense tissue. The surgeon did not skeletonize tissue while the clip was loaded into the jaws, he did that at the davinci console before clipping. The clip loaded fully into the jaws upon actuation and the trigger was squeezed "plastic to plastic". The vessel was fully skeletonized before using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. Additional information received from field implementation team member by email on 14aug2019: when the clip scissored, it did so while over a vessel. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event of a scissored clip. The jaws were measured and were found to be out of specification. Additionally, the jaws were found to be slightly misaligned and asymmetric. It is unknown whether the out of specification jaws were use-related or a pre-existing device nonconformance. Based on the condition of the returned unit, the exact root cause of the reported event could not be confirmed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: davinci prostatectomy. The clip applier worked perfectly the first few firings, then the clips didn't hold on the tissue and slipped off. Additionally one of the clips twisted like a scissor. The clip applier was used correctly, as demonstrated before. The clip applier was used when the prostate was mobilized and smaller vessels needed to be sealed. Dr. Used the clip applier through a ctf73. At this time 2 graspers and a scissor, each from the davinci robot, were in the abdomen, as were a scope through a c8701. After our clip applier didn't work properly, they switched back to the small competitor device. Additional information received from field implementation team member by email on 06aug2019: the surgeon did not torque the jaws on a vessel or tubular structure. The clip was not closed over thick/dense tissue. The surgeon did not skeletonize tissue while the clip was loaded into the jaws, he did that at the davinci console before clipping. The clip loaded fully into the jaws upon actuation and the trigger was squeezed "plastic to plastic". The vessel was fully skeletonized before using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. Additional information received from field implementation team member by email on 14aug2019: when the clip scissored, it did so while over a vessel. Patient status: no patient injury.